Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
As per dealer the joystick will turn on by itself, has an e700 error code, joystick fault.